Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that a date was not been scheduled yet for the revision/explant. The device is still currently in use. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 20-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient fell recently within the last couple of weeks but he stated the stimulation had not been the same for a couple of months now. Impedances were checked and patient was reprogrammed. Patient was reprogrammed but they were only able to get stim on the left side, noting on the right side. Provider would like to do a lead revision and a battery replacement since patient would like the new intellis battery. Replacement planned however not yet scheduled. No further complications were reported/anticipated.